Event description:
It was reported that usb cable was damaged and no longer function to charge the pump. Customer¿s blood glucose level was not impacted. Replacement cable was sent to the customer to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.